Event description:
Infant on draeger v 500 ventilator dvt 0123, at 1310 the screen on the ventilator went black with error message, "disk mode failure" on it. Ventilator was checked and it was still ventilating the baby. Baby was fine, stable, vitals were okay. The ventilator had a squealing alarm at the same time. Ventilator was switched out to another v500. Affected vent was tagged for "do not use." No harm to infant. Vent belonged to (B)(6) and was a rental unit.